Event description:
It was reported that patient came to the clinic after receiving a patient notifier. The patient was also symptomatic. The device was in bvvi mode upon interrogation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.